Manufacturer narrative:
Missed arrhythmic event on daily report: the braemar telemetry patch system btps-1000 transmits ECG tracing(s) to a monitoring application for preliminary review by a cardiology technician and subsequent notification or reporting to the treating clinician based on the technician findings. The investigation concluded that the monitoring application did not present an ECG tracing(s) containing an arrhythmic event that met criteria for representation on the daily and end of service reports to a cardiology technician. This event(s) did not meet clinician-defined notification criteria. The arrhythmic event(s) was not included on the daily and end of service reports provided to the healthcare provider (hcp). No additional information regarding this event is known. Neither the braemar telemetry patch system btps-1000 nor the monitoring application provide a diagnosis or treatment recommendation. Instead, the hcp determines a treatment plan for the patient based on the information provided. This system is not intended for use as an emergency response system for patients who may experience serious or life-threatening arrhythmias. The cause of the patient death is unknown, but the investigation did not identify any evidence to suggest the system was a factor. This report is being submitted as required by federal regulations and does not constitute an admission that the system, braemar manufacturing, llc, or our employees, have caused or contributed to the event. Furthermore, this report reflects the event as alleged when reported to braemar manufacturing, llc and does not imply or mean that the information as reported herein is accurate or has been confirmed by braemar manufacturing, llc.

Event description:
Missed arrhythmic event on daily report: the patient experienced an arrhythmic event(s) that was not documented as a representative finding on the patient's daily and end of service reports. This arrhythmic event(s) did not meet clinician-defined notification criteria but should have been included on the patient's daily and end of service reports. Braemar manufacturing, llc became aware of the patient death in accordance with standard practices at the end of the monitoring period.

Manufacturer narrative:
Missed arrhythmic event on daily report. The braemar telemetry patch system btps-1000 transmits ECG tracing(s) to a monitoring application for preliminary review by a cardiology technician and subsequent notification or reporting to the treating clinician based on the technician findings. The investigation concluded that the monitoring application did not present an ECG tracing(s) containing an arrhythmic event that met criteria for representation on the daily and end of service reports to a cardiology technician. This event(s) did not meet clinician-defined notification criteria. The arrhythmic event(s) was not included on the daily and end of service reports provided to the healthcare provider (hcp). No additional information regarding this event is known. Neither the braemar telemetry patch system btps-1000 nor the monitoring application provide a diagnosis or treatment recommendation. Instead, the hcp determines a treatment plan for the patient based on the information provided. This system is not intended for use as an emergency response system for patients who may experience serious or life-threatening arrhythmias. The cause of the patient death is unknown, but the investigation did not identify any evidence to suggest the system was a factor. This report is being submitted as required by federal regulations and does not constitute an admission that the system, braemar manufacturing, llc, or our employees, have caused or contributed to the event. Furthermore, this report reflects the event as alleged when reported to braemar manufacturing, llc and does not imply or mean that the information as reported herein is accurate or has been confirmed by braemar manufacturing, llc. Follow up report #1 submitted to enter the recall number assigned by FDA.

Event description:
Missed arrhythmic event on daily report. The patient experienced an arrhythmic event(s) that was not documented as a representative finding on the patient's daily and end of service reports. This arrhythmic event(s) did not meet clinician-defined notification criteria but should have been included on the patient's daily and end of service reports. Braemar manufacturing, llc became aware of the patient death in accordance with standard practices at the end of the monitoring period.